Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: a bipap a40 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation/remediation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The remediated device was corrected, and the software was upgraded. This information was noted in the related ra (B)(4). The user facility confirmed no ventilator inoperative condition occurred and that the allegation was notification that the device needed to be returned to the manufacturer for remediation. The user facility confirmed that the device is working without any issues and is back in use.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.